Event description:
Per the clinic, the patient experienced a loss of benefit with device; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed july 9, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
The report is filed september 24, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.